Event description:
Related manufacturer reference number: 3006705815-2022-17477. It was reported that the patient's ipg was inoperable and one of their leads had migrated. The patient underwent a surgical procedure on (B)(6) 2022 during which the ipg and lead were explanted and replaced to address the issue. It is unknown which lead contributed to the issue.

Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000095227.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.